Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes clotted post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following device evaluation has been updated with corrected information. Investigation summary: bd received one photo for investigation, which shows multiple tubes with bio-debris throughout the serum and separation gel. Additionally, 30 retained samples underwent visual inspection for additive and gel defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. After review of the information provided by the customer, it was determined that the bd product was processed outside of the instructed parameters stated in the IFU (instructions for use). Per customer, the tubes were being clotted for approximately 15 minutes then centrifuged for 20-30 minutes. Bd recommends that the specimen should be allowed to clot for a minimum of 30 minutes before centrifugation and centrifuged for 10-15 minutes. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes clotted post centrifugation. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1: initial reporter state: address information was not able to be obtained, therefore, nj was used as a place holder. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected information. E1:(B)(6). Investigation summary: bd received one photo for investigation, which shows multiple tubes with bio-debris throughout the serum and separation gel. Additionally, 30 retained samples underwent visual inspection for additive and gel defects, and all passed the inspection. Complaints for sample quality are under statistical control for the month of may 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: clotting. After review of the information provided by the customer, it was determined that the bd product was processed outside of the instructed parameters stated in the IFU (instructions for use). Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while using bd vacutainer® sst¿, an unspecified number of tubes clotted post centrifugation. No adverse impact was reported regarding the patient or user.